Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced brief sensor error (bsi) sporadically from the receiver and was uncertain of the exact/approximate time when he was notified by alert with the error. On (B)(6) 2024 around 8pm, the patient was unable to monitor the bg (blood glucose) by fingerstick during the reported period of sporadic bsi and did not change the sensor because he was not prompted to. The egv (estimated glucose value) during times of recovery were not described. The patient experienced incoherence, and the parent, patient's mother called paramedics. The patient could not recall whether ems (emergency medical service) checked his bg; however, they gave him oral glucose. The patient recovered after treatment. There was no documentation of further medical evaluation or intervention for hypoglycemia with serious symptoms. At the time of the call, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.